Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for meter powers up but will not go to test mode or test strip not recognized or test strip not absorbing. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of dizziness. Medical attention is not reported as a result of complaint or reported symptom. The product is stored according to specification in the bedroom. During the call, a blood test was not performed by the customer and produced the same result using meter. The test strip lot manufacturer¿s expiration date is 05/13/2020 and open vial date is one month ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 29-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 29-apr-2020: b1: adverse event selected for event. B2: adverse event report is being submitted due to symptoms related to diabetes - dizzy. H1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".